Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The battery door was noted to be cracked. Error codes were found in the event history log (ehl). Functionally, the power up process was performed, and the syringe plunger sensor was tested and checked. The customer reported issue of backup alarm issue was not duplicated however, during the power up self-test, the back-up beep sounded abnormal. The check syringe plunger sensor error only occurred when the plunger head was pressed tightly again the pump during the power up test. The most probable root cause of the check syringe plunger sensor is due to the plunger head being pressed tightly against the pump with the flippers resting on the ear clip. To correct this issue, the main board was replaced, and the plunger case assembly was replaced as a preventive measure. A power up process, preventive maintenance and all functional tests were performed and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Additional information was received by the manufacturer and attached on (B)(6) 2022, it did not fail on a patient.